Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in blocks b5 event description and h6 patient code. Correction to the initial emdr h6 device code and impact code.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown reason. No additional adverse patient effects were reported. Additional information received indicates that the lv lead had been programmed off for years due to diaphragm stim that could not be programmed around. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr in blocks b5 event description and h6 patient code.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown reason. No additional adverse patient effects were reported. Additional information received indicates that the lv lead had been programmed off for years due to diaphragm stim that could not be programmed around. No additional adverse patient effects were reported.